Event description:
It was reported that "the tech was doing the morning equipment checks when he turned on the a2w, the screen initially came up, then it made a loud 'clunking' noise and then shut down". No report of patient involvement.

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the tech was doing the morning equipment checks when he turned on the a2w, the screen initially came up, then it made a loud 'clunking' noise and then shut down". No report of patient involvement.